Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 224 mg/dl. Customer was giving a bolus when the alarm occurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the lcd board. No unexpected audio or noise anomalies or motor error alarms noted during our testing. The insulin pump passed pump self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor was tested outside of the device and passed. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-85981.